Event description:
It was reported to medtronic minimed that the customer experienced two issues with the insulin pump: physical damage where the clip attaches and recurring "replace battery now" alarms, requiring battery changes every other day. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and that included reviewing alarm history, verifying battery usage, and confirming that the battery cap was not damaged, but the issue persisted. The customer was advised to discontinue use of the pump, revert to their backup plan per healthcare professional's instructions, and insert new batteries as needed until the replacement arrived. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with displacement test, rewind test, prime/seating test,basic occlusion test, force sensor test, occlusion test, active currentmeasurement and selftest. The power management graph was inspecification, however multiple low battery alerts and replace batterynow alarms were present in the format history file due to anintermittent non-sleep anomaly software error. Unit received with highsleep current measurement, problem isolated to pcba 1. Unit receivedwith partially broken off belt clip rail. Unit received with scratchedcasing, minor scratches on lcd window and pillowing keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.